Event description:
It was reported that "call patched through speed-ez and ccp was a perfusionist in the or and they were placing an iab but received I mmediate high pressure and helium loss alarms. At that time the doctor decided to remove the first catheter and replaced it, which was when call received when they were placing the second catheter". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.